Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on 2023 by the journal of orthopedic research and therapy, ¿comparison of 2 types of bioabsorbable implants performing the chevron osteotomy to treat hallux valgus deformity: a randomized prospective clinical study.¿ the study reviewed 32 patients identified that hallux valgus deformity resulting in loss of compression in 1 patient during the 2-year follow-up. Ref: chraim m sc, recheis s, almenawer h, wenzel-schwarz f. Comparison of 2 types of bioabsorbable implants performing the chevron osteotomy to treat hallux valgus deformity: a randomized prospective clinical study. Journal of orthopedic research and therapy. 2023; 8(4) doi:10.29011/2575-8241.001292.